Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the site was unable to track the 70 degree suction. It was reported that the instrument could be seen in the field of view, but navigation was not possible. When attempting to re-verify, the divot error was too high and the instrument would not complete the verification. All other instruments could be verified and the emitter was properly placed. The site elected to use a separate suction to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the reported behavior cannot be replicated.